Event description:
It was reported that on (B)(6) 2023, a 29mm navitor valve was selected for implant using a large flexnav delivery system. The navitor valve and large flexnav delivery system were set up without complication. However, it was noted during procedure that delivery system was unable to advance passed the patient's common iliac artery. The patient had circumferential calcification and stenosis. The decision was made to remove the 29mm navitor valve and large flexnav delivery system and perform balloon expansion using a 5 x 40mm non-abbott device. Again, the large flexnav delivery system was attempted to be advanced through the patient's anatomy, but failed. The delivery system was removed, checked, and a bend in the large flexnav delivery system's valve capsule was discovered. The 29mm navitor valve also appeared to be stained with blood that was thought to be thrombus. Therefore, both the 29mm navitor valve and large flexnav delivery system were replaced with unknown replacement devices to complete the procedure. The bend in the delivery system is thought to have occurred when passing around the common femoral artery (cfa), flexnav does not pass due to calcification and stenosis, and the capsule is overloaded. There was no clinically significant delay in the procedure and the patient remained hemodynamically stable throughout. The patient is stable.

Manufacturer narrative:
An event of a thrombus on the valve was reported. The investigation confirmed that the device met visual specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and that the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 29mm navitor valve was selected for implant using a large flexnav delivery system. The navitor valve and large flexnav delivery system were set up without complication. However, it was noted during procedure that the delivery system was unable to advance passed the patient's common iliac artery. The decision was made to remove the 29mm navitor valve and large flexnav delivery system and perform balloon expansion using a 5 x 40mm non-abbott device. Again, the large flexnav delivery system was attempted to be advanced through the patient's anatomy, but failed. The delivery system was removed, checked, and a bend in the large flexnav delivery system's valve capsule was discovered. The 29mm navitor valve also appeared to be stained with blood that was thought to be thrombus. Therefore, both the 29mm navitor valve and large flexnav delivery system were replaced with unknown replacement devices to complete the procedure. The patient was stable at the time of report.